Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with low impedance on the right ventricular lead and right atrial lead. Fluoroscopy revealed insulation breach on the right ventricular lead. The right ventricular lead and right atrial lead was explanted and replaced on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead measuring 52.9 cm was returned in one piece. Clavicle crush damage was noted at 19.0cm to 21.0cm from the connector pin. At this region the outer insulation was compressed with the outer coil fractured with a breach in the inner insulation consistent with clavicle crush forces.